Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had device sensing issues and no capture. A chest x-ray confirmed the ra lead was dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.